Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during manual anti-tachycardia pacing (atp) delivery via burst pacing with this implantable cardioverter defibrillator (ICD), the operator released the hold button after eight pulses but the burst continued to decrement, which accelerated the patient slow ventricular tachycardia (vt) into the ventricular fibrillation (vf) zone; the device then delivered a shock that successfully converted the rhythm. Technical services (ts) assessment determined that poor telemetry prevented the device from receiving the stop burst command, causing the burst to continue for approximately two seconds before self termination, while the representative had intended to deliver atp with therapy on. It was suggested that future options include commanded atp or setting decrement to cero to avoid unintended acceleration. No additional adverse patient effects were reported. This ICD remains in service.